Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states . It was reported that the patient faced an adhesive event as the tape was not sticking. According to patient cause of the product not adhering was that the patient was physically active. No further information available.